Manufacturer narrative:
There was no button error alarm noted. All of the buttons functioned properly; however, the unit had moisture on the keypad. The unit had moisture damage on the electronic assembly and the motor assembly. The unit had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.